Manufacturer narrative:
Date rec'd by MFR: 14nov2019. Date of report: 15nov2019. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the returned gds into a fi ventilator attempt to duplicate the reported problem of proximal pressure sensor auto-zero failed. The ventilator remained operational with no errors detected. The gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting on the device recommended solenoid replacement. The customer reported that they ordered solenoid to make the necessary repairs. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that device displayed an error for a proximal pressure sensor auto-zero failed. There was no patient involvement.